Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the study (sdy). It was reported that the uti was not related to the device/therapy; rather, it was an issue with the patient. E. Coli caused the uti and it was resolved on (B)(6)2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported a urinary tract infection. Intervention included medication administered where oral antibiotic was prescribed on (B)(6) 2017. Laboratory testing showed results positive urine culture of e. Coli on (B)(6) 2017. It was reported that it was unlikely related to device or therapy and implant procedure. They had a history of chronic utis and urinary retention. The patient was seen for follow-up visit in kidney transplant clinic. The event was resolved without sequelae on (B)(6) 2017. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further complications were reported/anticipated.